Event description:
I had lasik surgery on both eyes in 2005. In the last 16 months, I have had a retinal detachment in both eyes. If I knew this was a possible risk at the time of my lasik surgery, I never would have chosen this visual correction. It is both painful and terrifying not to mention completely disruptive and debilitating. I have had many surgical procedures on both eyes and a friend referred me to this website to report these issues. I can provide details from my retinal specialist/surgeon. This includes several surgeries and very long recuperation periods.